Manufacturer narrative:
Device evaluation summary: the device was received at mentor without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab¿s visual examination indicated the device appears intact and no anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. At this point it is not possible to determine the origin of the white material observed. The device history record (DHR) for the lot number: 6510968 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. All the implants are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. According to the information provided, mentor product analysis lab concluded the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation with mentor smooth round moderate plus profile 375cc saline prostheses developed severe left breast capsular contracture, severe asymmetry, and left implant deflation. The patient underwent bilateral open capsulectomy and bilateral removal and replacement with mentor memorygel breast implant 545cc gel prostheses on (B)(6) 2018; catalog # smpx545, s/ns: (B)(4) (l) and (B)(4) (r). During the procedure, right capsular contracture baker grade I was discovered, and it was noted that there was a thick fibrous left capsule with periprosthetic yellow/green fluid. The fluid was sent to pathology and cytology, however, the results were not provided. The patient was taken to the recovery room in stable condition. This report is for the right breast prosthesis. See manufacturer report number 1645337-2018-06210 for the contralateral prosthesis.